Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the scraped instrument channel port could not be determined. The damage may have been cause by stress, handling, or other issues. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, the color tone of the image was abnormal due to a broken imaging cable, wrinkles in the insertion tube, insufficient bend angle, channel cleaning brush failure to insert smoothly, peeling of the imaging part, and scrapped forceps plug mouthpiece were observed. Lastly, scratches were found on multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the visera cysto-nephro videoscope forceps plug mouthpiece is scraped. The event occurred during preparation for use and a similar device was used to complete the operation. There was no patient harm or user injury reported due to the event.